Manufacturer narrative:
Product analysis: the analysis was able to confirm the customer comment of the external pulse generator (epg), displayed an error code. The main printed circuit board (pcb), is out of specification electrical. "Active current and backlight": main pcb is out of specification electrical. Device failed incoming functional tests. It was also determined at analysis that the output connector assembly is broken. Battery drawer sticks due to main seal being pinched. Lower case is also broken. Display wires are pinched, wire insulation not compromised. Main seal is pinched. It was noted that the device needed the updated battery shorting bar design. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the external pulse generator (epg), displayed an error code. Multiple restarts were attempted, the battery was removed with no change. The epg was returned to service and repair. There was no patient involvement. It was further reported that the external pulse generator (epg), subsequently tested out of specification during manufacturer's analysis.